Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead developed chest pain due to a newly implanted device. A revision was performed to reposition the lead. Additional information obtained from the field which indicated that the lead was explanted due to suspected perforation in the heart wall. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead was returned was intact and not severed. Helix was retracted, there was a dried blood/bloody fluid in helix housing. Setscrew marks were in the correct location on the terminal pin. Setscrew marks, continuity test and hipot test were passed; visual inspection revealed no abnormalities. This report is being filed to correct the b2: outcomes attrib to adv event.

Event description:
It was reported that the patient with this right ventricular (rv) lead developed chest pain due to a newly implanted device. A revision was performed to reposition the lead. Additional information obtained from the field which indicated that the lead was explanted due to suspected perforation in the heart wall. No additional adverse patient effects were reported.